Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to broken solder joints on the c19 component on the defib board. The root cause for the defective component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.